Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected results were obtained from two different levels of vitros liquid performance verifier (lpv) fluids, using vitros ammonia (amon) slide lot 1020-0260-1781 on a vitros 4600 chemistry system. Lpv I b9937 results of 345.7 and 339.5 ug/dl vs. The expected result of 77.65 ug/dl. Lpv ii c9938 result of 198.6, 187.7, 239.5, 257.2, 200.2, 223.9, 273.6, 195.9, 247.8, 251.2, 213.3, 114.1, 238.7, 182.1, 267.5, and 273.1 umol/l vs. The expected result of 351.15 ug/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation concludes that lower and higher than expected results were obtained from two different levels of vitros liquid performance verifier (lpv) fluids, using vitros ammonia (amon) slide lot 1020-0260-1781 on a vitros 4600 chemistry system. The assignable cause of the event is an instrument event related to microslide incubator contamination. Results of precision testing demonstrated that the vitros 4600 chemistry system was not operating as expected at the time of the event. Acceptable vitros amon performance was obtained after an ortho field engineer performed the following service actions to the vitros 4600 integrated system: performing a decontamination of the microslide incubator, replacing the incubator evaporation caps, performing eject and insert blade adjustments, performing a read/sync adjustment, processing correction factor slides and updated the factors and calibrating vitros amon slide lot 1020-0260-1781.